Event description:
The company received a report where it was claimed that the tube developed a "leak cuff" during patient use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4), there is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204.